Event description:
Discordant immulite 1000 hcg result was generated on one patient sample. The physician questioned the result and the laboratory repeated the sample on the same system in triplicate. The corrected result was reported out. There was no known report of treatment given or withheld based on the discordant hcg results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 1000 instrument and instrument data. After analyzing the instrument and instrument data, the fse proactively replaced the power supply and ran qc. The cause of the discordant hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.